Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient wanted to ask about coupling boxes on their ins recharger (insr) and reported having a difficult time getting 8 boxes filled in black so he can recharge quickly. Patient gets 2-4 bars and sometimes takes 3 hours once it went straight to 6 and they recharged in 30 minutes. Patient wanted to know if there was a secret to recharge efficiency, and recharge information was reviewed for the patient as well as recharging best practices. Patient also noted that they never used the holster, patient could never get adjusted to that, it never worked for them, they use the tape. During the call, patient was successful to get 6 coupling boxes then their wife put the tape on it and they lost the boxes. It was noted that patient did not move his hand or the insr, and patient was only able to get 2 boxes during the rest of the call. It was reviewed for the patient that since they are successful to charge his implant and since they are able to get it between 75-100%, the equipment is working as expected. But because patient has been struggling with coupling, a replacement insr antenna was sent out. Patient also reported that the recharger antenna gets hot during charging. It was recommended they call the patient's health care professional (hcp) to coordinate an appointment with a manufacturer's representative (rep) in person to check and for education. Caller said they are trying to figure out how long the patient's charge will last, they had gone 2 days in a row without charging and when they charged it did not need much charging, they keep it 75% and above or they fill it up to 100%. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the ins was implanted with 75% charge level, and since implant, patient has not been able to obtain 100% charge in ins. It was mentioned that patient had not charged for an hour or an hour and a half, but has charged for 15-30 minute intervals. It was confirmed that they hear normal clicking from the recharger, and coupling is normally maintained between 6-8 boxes. Caller mentioned that coupling boxes disappeared but then caller was able to reposition antenna and again obtain good coupling. Caller mentioned frustration that patient has not been able to obtain 100% charge in ins. It was mentioned that the recharger screen sometimes has a pause like ins charge is at 100%, but screen will then flash as though ins is charging. It was mentioned that patient currently has stitches from implant surgery which will be taken out thursday, and patient still has some swelling which has subsided substantially since implant. Best recharging practices were reviewed for the patient and recommended charging ins to 100% to increase time between charges. It was reviewed that based on caller description the patient's equipment is working as intended and recommended patient charge ins until 100% full. No patient symptoms reported. It was also reported that patient brought charging equipment to health care professional (hcp) appointment the other day who confirmed that patient was charging correctly, but caller mentioned patient was not able to charge ins to 100% charge while at hcp office, and was instructed by hcp to continue to charge at home. No further patient complications were reported/ anticipated as a result of this event. Information was received from a consumer. The caller reported the stitches were taken out and the swelling was likely going down. The caller reported that the patient was able to get to 100% charged. The caller stated the recharge holster did not work for the patient. Adhesive disks were sent. No symptoms or complications were reported or anticipated. Additional information was received from a consumer reporting that they received adhesive discs and noticed when using them it took an unusually long time to charge and only 2 coupling bars were filled in. Caller declined to troubleshoot. The patient was not present. No symptoms were reported. Caller mentioned they charge daily or every other day just to get an idea of how much ins battery "juice" is used and how long it takes to charge up.